Manufacturer narrative:
The battery was returned for failure analysis. The reported issue was duplicated; the root cause was a failure of the battery assembly. The battery will be returned to the manufacturer for further failure analysis.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
It was reported to philips that the device had a battery issue. The device was not in clinical use at the time of the event. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site and confirmed the reported issue. The battery was replaced to resolve the issue. The device passed operational testing and was returned to service.